Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Event description:
A patient submitted check in photos for poor fitting of the aligners. The patient noticed lower recession on teeth #24 #25. The patient was referred to the dentist by reviewing the doctor of dental surgery notes due to periodontal disease concerns on lower anterior teeth. They discovered gum recession, and the patient was recommended to stop therapy and seek chairside treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.